Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported conditions. Flow rate testing and downstream/upstream occlusion testing was performed, and the device was found to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions were not verified. There is currently an open field action (fa-2021-056) associated with reinforcing proper intravenous line setup and detection of upstream occlusion for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump underinfused and did not detect an occlusion during morphine therapy. The volume to be infused was 96ml, flow rate at 12mg/hr with a dose of 16ml at primary infusion. The medication did not deliver within total and 80ml were left in the bag. The tubing was found to be kinked and the pump did not alarm for the occlusion. This occurred in the comfort care department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.